Event description:
The customer reported multiple system errors. Further information received from the fse reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.